Event description:
It was reported that during the implant attempt the atrial lead exhibited high impedance and noise, followed by mode switching. The lead was not implanted, and another lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.